Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was oversensing. The lead remains in use and no patient complications have been reported as a result of this event.

Event description:
It was reported that the lead extender was oversensing. The lead extender has been removed. No patient complications have been reported as a result of this event.